Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a crack on the insulin pump. The customer's blood glucose level was 130 mg/dl. The crack of the insulin pump was an inch and a quarter in size. The customer was advised to discontinue and return the insulin pump. The patient was informed that the insulin pump will be replaced. No further information was reported.